Event description:
Intra-aortic balloon pump, iabp, was alarming "gas leak." Airline was traced by the nurse, but no blood or disconnection noted. Iabp only functioning at 3-5 beats per minute. Perfusionist arrived, and overrode the gas alarms on the trouble shooting menu and the iabp began to function. Air line examined, and no blood or disconnection, insertion site was intact but with no sheath. Slow gas leak alarm continued, at which time blood specks at the distal third of the air line noted. The perfusionist stopped the iabp, and a new iabp was inserted. It was noted that the malfunctioning iabp had ruptured.